Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. There was no impact to the customer's blood glucose level. It was confirmed that the customer was able reload a cartridge and resume insulin therapy.